Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for possible output circuit damage was observed. During the ICD explant, insulation on the rv lead was observed. The lead remains implanted.